Event description:
Specialty: pediatric surgery. According to the reporter: when 5 mm clip applier was inserted in a 5mm step port, a piece of the seal tore off and ended up in the patients cavity.

Manufacturer narrative:
(B)(4).